Manufacturer narrative:
A siemens healthcare diagnostics inc. Field service engineer (fse) was dispatched to the customer site to determine the cause of the erratic complete blood count (cbc) results on an advia 2120i with dual aspirate autosampler instrument. The fse found a loose flared tubing fitting at the autosampler needle assembly, which was intermittently aspirating air with the whole blood sample. The fse inspected and resecured the fitting. The fse ran and repeated patient samples multiple times on the instrument to confirm that the results were consistent and that no air was observed being aspirated. Quality control material and background counts were run and passed specifications. The cause of the erratic cbc results was a loose flared tubing fitting at the autosampler needle assembly. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant low complete blood count (cbc) results were obtained on multiple patient samples on an advia 2120i with dual aspirate autosampler instrument. The customer provided initial and corrected results for two patient samples, sample identification (sid) numbers (B)(6). Patient results were reported on sid (B)(6) to the physician, who questioned the results. The same sample was run on another instrument, the advia 120 instrument, and the results were as expected. The rerun results were reported to the physician. Results from the second sid (B)(6) were not reported to the physician. This sample was repeated on the same advia 2120i with dual aspirate autosampler instrument, which did not result as expected. The same sample was repeated on another instrument, the advia 120 instrument, and the results were as expected. The rerun results from the advia 120 instrument were reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant low cbc results reported on sid (B)(6).